Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an open ventral hernia repair on (B)(6) 2013 and mesh was implanted. It was reported that the patient developed a recurrent hernia on (B)(6) 2013. The patient underwent a re-operation on (B)(6) 2013. The defect was repaired with an unknown mesh product.